Manufacturer narrative:
Company representative evaluated the passport 2 monitor and replaced the co2 module and upgraded the software. Calibrated and tested the monitor to factory specifications.

Event description:
Customer reported that the passport 2 monitor co2 module is out of specifications and cannot be calibrated, which may have affected co2 monitoring. No patient injury was reported.